Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-00876, 3006705815-2023-01249. It was reported that the patient was experiencing pain at the ipg site and their leads had migrated. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced and the leads were repositioned with no complications.